Manufacturer narrative:
After use of a 6f exoseal device for vascular closure and successful achievement of hemostasis, it was reported the common femoral puncture site started bleeding when the patient was transferred to a recovery room. Manual compression was applied for approximately 10 minutes to successfully achieve hemostasis, however at an unknown time later, a hematoma was observed at the access site and the patient went into hemorrhagic shock. Therefore, the patient received 4 units of blood transfusion and was reported to be in stable condition. During the procedure to treat a cerebral aneurysm, a non-cordis sheath introducer (medikit's 6f 25cm) was used. The sheath introducer was exchanged to a brite tip sheath introducer for exoseal deployment. There was no reported issue with this sheath. The physician had achieved certification on the use of exoseal vcd. It was unknown how many times the physician had used the exoseal vcd prior to this procedure. The exoseal vcd was prepped according to IFU instructions. There was no marked calcification or stenosis observed at puncture femoral site. There was no stent near the puncture site. Femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's blood pressure was unknown, but given the existence of cerebral aneurysm , it is reported that the blood pressure was appropriately maintained. The act was reported to be under 200 seconds. It was unknown what was the patient's activity when the bleeding started. The physician commented that "the exoseal was used according to IFU and hemostasis was achieved with the exoseal. The patient has no hemorrhagic diathesis, and there was no bleeding. The patient might have moved after the hemostasis with the exoseal. The cause of the re-bleeding was unknown." The products were not returned for inspection. (B)(4): a device history record review for the exoseal vcd was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of re-bleeding/hematoma formation. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient's healing process of the puncture site is of outmost importance for early identification of bleeding/hematoma formation before it results in fatal consequences such as hemorrhagic shock. Based on the information available for review, there are possible patient and/or pharmacological factors that may have contributed to the patient's bleeding, hematoma resulting in hemorrhagic shock needing blood transfusion. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00232 and # 9616099-2013-00233.

Event description:
The report received from the affiliate indicated that after treatment of a cerebral artery aneurysm, a 6 fr. Exoseal vascular closure device (vcd) was used to successfully achieve hemostasis. The access site was the common femoral artery. When the patient came back to her room, the access site was re-bleeding. Manual compression was conducted for approximately 10 minutes and the bleeding was stopped. After that (the elapsed time after the procedure was unknown), a hematoma was observed at the access site and the patient went into hemorrhagic shock. Therefore, the patient was given blood transfusion of four (4) units and was in stable condition.

Manufacturer narrative:
Sheaths: medikit 6 fr. 25 cm., vista brite tip 6 fr. 11 cm. The product will not be returned for analysis because it was discarded at the hospital. There was no information provided regarding the access site in regards to calcification or stenosis. A non-cordis sheath was used for the procedure and was then exchanged for a vista brite tip sheath for deployment of the exoseal device. There was no reported problem with the sheath used. The patient's height and weight were not known. The physician was certified on the use of the exoseal device since (B)(6) 2012 and has done many cases. The exoseal device was prepped properly according to the instructions for use (IFU). The femoral artery suitability was verified via angiography. The vessel diameter was verified to be greater than or equal to five (5) mm. In diameter. There was no stent or stenosis greater than fifty percent near the puncture site. The access site was not previously closed with any closure device or manual compression within thirty days of this procedure. There was no reported evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal device. The patient was anticoagulated for the procedure and the act was under 200 seconds. The physician's comment was that the exoseal device was used according to the IFU and hemostasis was achieved with the exoseal device. The patient had no hemorrhagic diathesis and no bleeding other than the puncture site. The patient may have moved after hemostasis was achieved with the exoseal device. The cause of the bleeding was unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00232 and # 9616099-2013-00233.